Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a set alarming for occlusion and separating was received from the customer. One sample was returned for investigation. Through visual inspection, separation of the set was verified. The upper filament was separated from the rest of the set. The other half of the set was not returned. Traces of solvent could be seen on the tubing, but no ring retainer was found. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. A definitive root cause for this failure could not be determined due to half of the set not being returned, but a possible root cause for this failure is the set missing the ring retainer that hold the pumping segment together. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 2ss cv was partially occluded and caused the IV pump alarm to go off. When disconnecting the tubing from the patient, it broke in two. The following information was provided by the initial reporter: "IV pump repeatedly alarmed as partially occluded. Rn disconnected the tubing from pt and red capped it, when inspecting the tubing, it broke into two pieces. Rn changed tubing and hung new bag. (Primary IV tubing). There was no leaking while the tubing was in the pump. The IV pump repeatedly alarmed a partially occluded. After removing from the pump, it was during inspection that it broke into two pieces."